Event description:
One day post implant, loss of ventricular capture at high output mode was reported. The device was programmed to 7.5 v, 1.5 ms to cover the intermittent 6.0 v, 1.5 ms capture threshold. X-ray showed that the lead tip was floating. The patient had no underlying rhythm and the physician placed a temporary wire as the lead was not capturing at 7.5 v, 1.5 ms. A lead repositioning was scheduled.